Event description:
It was reported via repair work order that the fowler was drifting due to damaged fowler drive assembly bracket. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Parts on order.

Event description:
It was reported via repair work order that the fowler was drifting due to damaged fowler drive assembly bracket. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4).